Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and pain. Reoperation has not been scheduled at this time.

Event description:
Company representative reported patient left side "ruptured" and "experiencing pain and discomfort in my left arm pit." Device remains implanted.

Event description:
Patient reported left side "ruptured" and "experienced pain and discomfort in their left arm pit." Healthcare professional reported exchange due to concern with textured product. Device has been explanted.